Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. It was determined that the customer was not withdrawing air from the cartridge prior to filling the cartridge with insulin. A new cartridge was loaded to resolve the issue. In addition, it was reported that a cartridge change error occurred. Reportedly, the customer changed the cartridge to resolve the issue. Customer's blood glucose level ranged from 100-250 mg/dl.